Event description:
It was reported that one day post generator change-out an alert triggered due to high impedance on the existing right ventricular (rv) lead. It was also reported that there was high threshold on the left ventricular (lv) lead. Reprogramming was done. It was further reported that the chronic rv lead was not properly inserted and secured into the new device. The patient was brought back to the cath laboratory and the lead was properly re-inserted and secured into header. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65, implantable tachy lead, (B)(6) 2010; 5076-52, implantable pacing lead, (B)(6) 2010; dtbb1d1, bi-ventricular (bi-v) defibrillator, (B)(6) 2013. (B)(4).